Event description:
It was reported that while the battery packaging was opened during preparation for surgery at the healthcare facility, a black foreign particle was found in the inner pouch of the sterile instrument battery. A backup battery was available for use during the procedure. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that while the battery packaging was opened during preparation for surgery at the healthcare facility, a black foreign particle was found in the inner pouch of the sterile instrument battery. A backup battery was available for use during the procedure. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that while the battery packaging was opened during preparation for surgery at the healthcare facility, a black foreign particle was found in the inner pouch of the sterile instrument battery. A backup battery was available for use during the procedure. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.